Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the fraying can be attributed to use error of the device due to excessive force being used when tensioning the sutures.

Event description:
On 06/5/2024 it was reported by a sales representative via e-mail that an ar-3636h self bunching 1.8 knotless hip fibertak repair stitch got stuck. After the anchor insertion, the repair stitch was passed through the labrum and retrieved. When converting the repair suture through the anchor, the passing stitch converted but the repair stitch was caught up in the body of the anchor. The repair stitch had to be retrieved but was locked in itself. The repair stitch was cut out and a new ar-3636h self bunching 1.8 knotless hip fibertak was used to complete the case. This was discovered during hip labral repair procedure on (B)(6) 2024. Additional information received on 6/11/2024: the case was completed with a new ar-3636h self bunching 1.8 knotless hip fibertak. Only the suture broke, and it was removed. The case was delayed roughly three minutes; however, the sales representative is unsure if additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.